Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the device delivered an incomplete staple line. Case completed with the same like product. There was no pt consequence.